Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was received without its original packaging inside a ziploc bag and with its certificate of safe handling. The sample was visually inspected at a distance of 12 inches to 24 inches? And normal conditions of illumination. The technician observed that the adapter tube and coiled tube were detached.the complaint was confirmed. The root cause was found to be lack of solvent by not following procedures. Awareness notification was made to production personnel to explain the importance to adherence or following the procedure. No product information has been provided to date. (B)(4)

Event description:
It was reported that the medical device failed and medication did not come out. No patient injury was reported.